Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that the corner of the sterile package stuck to the plastic case. The surgeon used a spare product instead of it and the procedure was completed.